Event description:
Caller reported a malfunction on the pump with a displayed malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support (cts) confirmed that the replacement pump would have updated software and organized the dispatch of a replacement pump under warranty. Cts also guided the caller on returning the malfunctioning pump to avoid charges, connecting the continuous glucose monitor to the new pump, and programming settings. The caller acknowledged all instructions and requested that a signature be required for the delivery of the replacement pump. Customer reverted to an alternative method of insulin therapy.